Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Staff have provided medical letters reporting patient presented with "some pain in the right breast, but not so bad" and "in the right axilla, also two lymph nodes palpable". Tenderness, pain, folding of implant diagnosed by ultrasound. This relates to the right device. Device remains implanted.